Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an event of infusion set tubing detachment at cannula on (B)(6) 2025. The site was patient's abdomen. The infusion set was used for one to two hours. No further information available.